Manufacturer narrative:
The failure investigation has been completed and the alleged battery incorrectly displayed issue was verified. Additionally the alleged minimum fill issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Additionally, the battery gauge was fluctuating. Reportedly the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was between 62-328mg/dl.